Event description:
The customer states that one patient's serum sample generated a false positive axsym troponin-I adv assay result of 6.8 ng/ml. The customer's normal reference range is 0.0 to 0.4 ng/ml. The ckmb result on this patient was normal. The customer retested the sample and generated a result of 6.9 ng/ml. Controls have been reading within specifications. Due to the elevated axsym troponin-I adv result, the patient was transferred to a larger facility, where the patient was redrawn and tested for troponin and generated a result of 0.0 ng/ml (non-abbott methodology). The patient was then transferred back to the customer's hospital. The customer then retested the original serum sample and a plasma sample drawn at the same time and both generated an axsym troponin-I adv result of 6.8 ng/ml. The customer then sent the original sample to a third hospital lab, where it tested at 0.07 ng/ml for troponin (non-abbott methodology). The customer and the patient's physician are questioning what caused the axsym troponin-I adv assay's false positive result. The patient was discharged. There is no further impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.